Event description:
Physician was inserting penumbra ruby coil into patient and felt resistance while trying to advance the coil. He pulled the coil out and observed the coil to be displaced from the pusher at the distal detachment tip. The physician did not feel comfortable using this coil so he continued the case with another one.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.